Manufacturer narrative:
The site reported to rxsight that the shape and size of the posterior capsule puncture was consistent with the dimensions of the lead haptic. The site also reported that no tearing of the posterior capsule was noted during the initial haptic puncture and subsequent withdrawal of the partially inserted or deployed lens. The replacement lal was placed inside the capsule bag. The lal was still folded within the cartridge nozzle when it was returned to rxsight for evaluation. It was noted that the leading haptic was outside of the cartridge. No abnormalities were found for the lal. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during the delivery of a light adjustable lens (lal, sn(B)(6), +18.5d), the capsular bag was punctured. The partially deployed lal was withdrawn. Another lal of the same power was implanted in the capsular bag with no complications. Rxsight's first awareness of the event was on 12/06/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).